Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain/rupture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown smooth mentor gel implants experienced bilateral rupture with pain post procedure. The rupture was confirmed through magnetic resonance imaging and a physical. As a result, explant is planned for (B)(6) 2021. See 1645337-2021-11934 for contralateral prosthesis report.